Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose reached 400 mg/dl from an adjustment with their basal setting. Customer reported treating their blood glucose with a bolus. The customer's blood glucose was 140 mg/dl earlier in the morning. The insulin pump will not be returned for analysis.